Event description:
The pt experienced stroke-related symptoms sometime in 1999 that led them to seek emergency medical attention in 1999. Following examination, the pt was admitted with a diagnosis of having sustained a stroke. In 2000, the pt experienced another stroke requiring hosp. No additional info was received, including the pt's current health status.